Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms. Customer also stated that the they went through batteries more quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.